Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged wake button issue was verified; however, no issues related to the alleged elevated blood glucose was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 550 mg/dl. To address elevated bg, the customer changed out the continuous glucose monitor supplies and infusion set. Customer suspected the pump was not delivering insulin properly and/or a possible infusion set issue. Customer also reported a pump wake button issue (no further clarification was provided). Customer went to the emergency room and was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). While hospitalized, customer removed the current non-tandem infusion set cannula and found that it was kinked. Customer was treated with insulin and intravenous drip. Blood sugar was checked, x-ray and electrocardiogram were performed. Elevated bg was resolved with no permanent damage. At the time of the report, customer had not yet been discharged. Customer reverted to using insulin pens for insulin therapy.